Event description:
It was reported that the health care professional (hcp) called technical services (ts) for a consult review of the implantable cardioverter defibrillator (ICD) presenting electrogram (egm). Upon review, farfield r wave oversensing which led to inappropriate atrial tachy response (atr) was observed. Ts provided the hcp with programming recommendations. No adverse patient effects were reported. This ICD remains in service.